Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a tag that indicates that the tip was broken and with exposed wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.